Manufacturer narrative:
Voluntary medwatch report: mw5165848.

Event description:
Voluntary medwatch report received noted that the atrial lead showed a drop in impedance after the patient experienced heart failure. The patient was intubated. Impedance measurements stabilized. No further patient consequences were reported.